Event description:
During a pfa atrial fibrillation procedure, air leaked through the agilis sheath hemostasis valve. This was first noted during insertion of the advisor hd grid x catheter. The air was aspirated as much as possible. After mapping the left atrium, the catheter was exchanged for a non-abbott (boston scientific) pfa catheter, at which point air leaked again. The agilis sheath was exchanged, and the procedure was completed with no adverse patient consequences.